Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) migrated into the lower right ventricle upon fixation. The rvlp was recovered for repositioning. During repositioning, the rvlp exhibited low sensing, low pacing impedance and no capture. Another repositioning was attempted, however under fluoroscopy imaging, it was discovered that the rvlp had caused laceration and pericardial effusion, prior to fixation. The rvlp was removed out of the patient body and pericardiocentesis was performed. The rvlp was not implanted. Patient condition was stable.

Manufacturer narrative:
The catheter was returned in one piece and blood was noted at the distal cap region and inside the distal cap. X-ray examination found the torque coil was offset distal to transition zone. Dimensional analysis found all measurements were in specification. Functional test was performed, the associated device was able to load into the catheter and the catheter was able to move to dock mode, short and extended tether mode without resistance. No anomalies were found.